Manufacturer narrative:
Covidien/medtronic reference number (B)(4).

Event description:
The customer reported that the 15mm connector disconnected fro the endotracheal tube when she touched it in the package. There was no patient involved.